Event description:
Customer reported receiving imprecise meter readings on his freestyle blood glucose meter. He reported readings of 438mg/dl and 39mg/dl obtained within a ten-minute timeframe. When plotted on the parkes error grid, the results fell within the "c" zone showing the difference in values is considered clinically significant. He also reported an event where he received a reading of 485mg/dl and self-administered 10 units of insulin which he stated "put him into shock". He stated, he was incoherent, had slurred speech, was sweating and extremely pale. He denied losing consciousness and denied having a seizure. He reportedly self-treated with food and juice to stabilize his blood glucose and no third-party medical intervention was required. There was no report of death, diagnosis or permanent impairment associated with this case.

Manufacturer narrative:
The product has been requested back for investigation, and a final report will be submitted when the investigation is complete.